Event description:
It was reported that the patient had her entire system explanted because it was too difficult to operate, and stimulation was in the wrong places. The patient stated that she had never had therapeutic effect. No patient symptoms or injuries were known to be related to this event.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).